Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during deployment of a 29mm sapien 3 ultra resilia aortic valve, the balloon on the commander delivery system ruptured and was stuck in the artery. The valve position and functionality were not impeded. The delivery system was able to be removed after extending the access site incision. The initial incision in the groin was made slightly larger by cutting skin and some fat. A traditional cut down was not needed. The perceived root cause of the balloon rupture was a combination of narrower sinotubular junction (stj), stj calcium, and root angle.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was evaluated and the following was observed: a radial balloon burst was observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for delivery system balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated that there was "stj calcium" and "moderate calcium in annulus/leaflets." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.